Event description:
It was reported that the 9800 system had broken pins in the lemo connector receptical. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector receptacle was replaced during the service call. The system was tested and found to be working as intended and put back into service.